Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: h3 and h6. It has been over ten (10) years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material adhered/clogged in the air/water (a/w) channel, a/w cylinder, auxiliary water channel, plastic distal end cover, nozzle, objective lens glue, bending section cover glue, and insertion section, but the type of the material or root cause cannot be identified. The foreign material may have not been removed due to reprocessing not being conducted properly due to a leakage from the scope cover packing and biopsy channel. Three attempts were performed to obtain additional information, but no response was received from the customer. A definitive root cause cannot be determined. The event can be prevented by following the instructions for use which state: "IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection: IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope". Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign material inside the air/water cylinder, air/water tube, jet tube, plastic distal end cover and nozzle. Additionally, there was adhesive around the objective lens, adhesive on the bending section cover and connecting tube had foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.